Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault and blurred vision. The lens was exchanged for a shorter length lens, and the problem was resolved. The cause of event was unknown," patient complaining of blurred vision vault is 120% and waiting for surgeon follow up." This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).